Manufacturer narrative:
Updated fields: b4, d4, g3, g6, h2, h6 (type of investigation, investigation finding, conclusion), h11. Customer did not place a service order for the issue so as a fst was not made aware of the issue at the time. No further information is available complaint will be closed and, in the event, new information is available, this record will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit experienced a fiber optic module failure during use. No harm or injury was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : e1, e3, g2,